Event description:
It was reported that pump experienced malfunction with code 16, with no notable events occurring beforehand, and caller stated that blood glucose level did not exceed reported threshold. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections with syringes as backup therapy, and replacement pump was sent.